Manufacturer narrative:
(B)(4). Batch #: unknown. Attempting to verify lot number for the complaint device. The manufacturing record evaluation is in progress at this time. Upon confirmation and completion of review of manufacturing record, a supplemental medwatch will be sent. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy surgery, after last fired, noted some staples were malformed with irregular shape. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.